Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that the patient experienced a recurrence of atrial fibrillation. During an emergent follow-up four days after a pulse field ablation (pfa) procedure using a farawave pfa catheter, the patient presented to the emergency room for a recurrence of atrial fibrillation post-ablation and bradycardia. Administration of metoprolol to the patient was discontinued and the patient was administered titrate amiodarone. An implantable device for the patient was also interrogated to get an event programming report. The complication is ongoing. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.